Manufacturer narrative:
Add'l info indicated that the coils did not protrude from the aneurysm, and angiograms performed to check the status of the aneurysm revealed that there were no problems. No issues were noted with the aneurysm or parent vessel. The parent vessel was not tortuous or calcified. Act measurements consisted of pre-procedure 136 seconds, and intra-procedure of 251, 282, 342, 201, and 243 (prior to guide catheter removal) seconds. Besides the medical therapy to treat the pt's condition, no other treatment was performed. An MRI was performed eleven days after the procedure and determined that the coil filled aneurysm sac was causing pressure on the right oculomotor nerve. Procedural films are not available. The pt's medical history consisted of lung cancer. Add'l complications reported were hypertension and femoral head necrosis. The pt was treated with antiplatelet therapy pre, intra, and post procedure (asa and panaldine). The investigator deemed the event "oculomotor nerve palsy" because the aneurysm was thrombosed and bulked after coiling procedure. Then the occluded aneurysm compressed the 3rd, 4th, and 5th cranial nerve. The event was discussed at investigational device safety review board in jjkk and the board concluded that they could disassociate the relationship with the enterprise stent, since the event occurred as a result of the procedure with the enterprise stent and coils. The current pt condition is unchanged. The product(s) remain implanted and are not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt. This device is distributed in the USA, and is similar to USA product. This is the first of multiple products used during the same procedure on the same pt, which is associated with manufacturing report #s: 1058196-2008-00041, 00042, 00043, 00044, and 00045.

Event description:
The pt underwent multiple coils embolization assisted with an enterprise stent (4.5 x 37 mm) to treat a large wide-neck cerebral arterial aneurysm in the cavernous sinus area. The procedure was completed uneventfully, however, after the intervention, the subject complained of symptoms consisting of nausea, vomiting, headache, and deep pain in the right eye. The pt was treated with primperan and loxonin. The following day after the procedure, the nausea, vomiting, headache, and deep pain in the right eye persisted. The pt was treated with primperan, loxonin, and hydrocortone, and the pt's course was monitored. Two days after the procedure, the pt developed an eye movement disorder that was accompanied by a severe headache. Three days after the procedure there was no improvement in the pt's symptoms, and it was judged to be a serious adverse event. In the opinion of the principal investigator, the eye movement disorder appeared to be caused by damage to cranial nerves iii, IV, and v1 (oculomotor nerve, trochlear nerve, and 1st [ophthalmic] branch of the trigeminal nerve) caused by the coils and enterprise stent.